Event description:
Repair statement customer stated problem: alarming or red light. Verified: yes. Key: manifold valve sticking/leaking. Additional malfunctions are the power switch short circuited and the zip ties and the clamps for the manifold were replaced.